Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings above 200 mg/dl and below 300 mg/dl over several days while using the ilet system; the user attempted to correct via meal announcements, and a cartridge-only supply change was performed after troubleshooting confirmed proper infusion set placement. Investigation of this case revealed no device malfunction, no occlusion indicators, and successful delivery pathway verification at the time of assessment. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no emergency treatment or hospitalization. It was concluded that the device functioned as intended and that the event represented hyperglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.